Event description:
It was reported that the pt had experienced increased spasticity for a couple of months. The pt had fallen out of bed 2-3 months ago. After a refill session, the pt could hardly speak and was barely responsive. The pt was taken to the hospital. A volume discrepancy was noted; the actual residual volume was 1cc and the expected residual volume was 10.6cc. There had been no past reservoir discrepancies. The medication being delivered via the device was lioresal. The pt's status was "serious." Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).